Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step prior to filling the cartridge. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. The customer reloaded the cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level.